Event description:
Fractured femoral head implant. Allegedly liner fractured during removal.

Manufacturer narrative:
During a retrospective review, this was determined to be a reportable malfunction. This is the same event as 1043534-2012-01148.